Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: a corrective action (CAPA) has been initiated to further investigate powder adherence to the distal end of the scope. This device is within the scope of the CAPA. In addition, this device is currently within the scope of a field action (res #(B)(4)) related to the risks of the endoscope becoming adhered to tissue. This customer was informed and acknowledged these risks as part of the field action. Scope adherence to tissue is a known issue when spraying hemospray in the retroflexed position. The IFU states: "when spraying in retroflexed position, hemospray powder may adhere to the outside of the endoscope. This may result in difficulty repositioning/removing the endoscope, particularly if passing through a strictured area." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an upper endoscopic procedure, the physician used a cook hemospray endoscopic hemostat. The endoscope itself became adhered to the gastric wall after the hemospray formed a coagulum. The physician had sprayed in forward and retroflex views due to bleeding occurring in the proximal body and fundus. They spent about an hour trying to remove the endoscope to no avail, and this caused further trauma and ultimately we had to intubate the patient due to traumatic bleeding caused by attempts at removing the endoscope. They used a second pediatric endoscope and passed it alongside the first scope and was able to detach the scope from the gastric wall. No further adverse effects were reported.